Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) of a clinical study reported the neurostimulator was unable to recharge; there was a loss of ability to communicate with the neurostimulator on (B)(6) 2015. It was suspected that the neurostimulator was completely depleted and the patient had run the neurostimulator ¿into a depleted state with charge.¿ there was an attempt to telemetry device on (B)(6) 2015 but there was no response. The event was unresolved with no further action planned. The event was related to the device or therapy, specifically recharge process and patient non-compliance as the patient forgot to recharge. Indication for use included post lumbar laminectomy syndrome.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.